Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00277: screw.

Event description:
A narrow acu-loc 2 volar plate was being implanted . The final locking 3.5mm screw caused the radial shaft to crack upon insertion. Extended surgery by about 30 minutes.